Event description:
It was reported that the patient called in because she was having trouble regulating her interstim device. The patient reports a loss of therapeutic effect. The patient said last night she turn her pain stimulator device on and after turning the pain stimulator device on her manufacturer device stopped working. The patient said she knew it stopped working because she got up 8 times last night to go to the bathroom. The patient rarely feels stimulation from the interstim device. The patient said the device stopped working suddenly last night but she didn't realize it wasn't working till the morning of the reported event date when she had the same problem last night as she did before the implant. The patient said her pain stimulator device was a different manufacturer device. The patient said they did not do any testing with both devices on. The patient said she was told there would not be any issues. The patient said no one at the hcp's (healthcare provider) office seems to know much about the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0k56n, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for july 3rd.